Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained when processing multiple patient samples as well as three levels of non-vitros biorad liquichek specialty immunoassay control fluid using three lots of vitros ipth on two vitros xt 7600 integrated systems. The assignable cause of the event is unknown. Historical quality control results as well as results from the day of testing were in range for both analyzers across all three vitros ipth lots 1960, 2000 and 2010. The exception was for j1 vitros ipth lot 1960 in which higher than expected qc results were obtained for a single day, however expected results were obtained at a later run on the same day. Additionally, vitros ipth qc run by the customer was within expectation for all three lots on both j1 and j2. Lastly, a linearity fluid ordered by the customer and run on both j1 and j2 for troubleshooting purposes using vitros ipth lot 2010 produced results within expectation. Therefore, a vitros ipth reagent issue is not a likely contributor to the event. Service actions were performed to optimize j1 only, however as no service actions were completed on j2 and patient results were very similar between j1 and j2 across two different lots of vitros ipth prior to any service actions, it is unlikely that an analyzer issue with j1 contributed to the higher than expected vitros ipth results. Additionally, acceptable vitros ipth qc values were obtained on both j1 and j2, and acceptable linearity fluid results were obtained on j1 and j2 prior to any optimizations performed on j1. The tsc was unable to confirm with the customer the sample collection device manufacturer used that produced the higher than expected vitros ipth patient sample results, and the time and speed at which the samples were spun were not provided. Therefore, it is not possible to establish if the customer was following the sample collection device manufacturer's recommendation for sample centrifugation with the information provided. Improper pre-analytical sample handling could have contributed to this event. Per the vitros ipth instructions for use, intact pth is labile and susceptible to fragmentation. Correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage. Continual tracking and trending does not indicate a systemic issue with vitros ipth lots 1960, 2000 or 2010.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained when processing multiple patient samples as well as three levels of non-vitros biorad liquichek specialty immunoassay control fluid using three lots of vitros ipth on two vitros xt 7600 integrated systems. Vitros xt 7600 integrated system 76001557 (j1) vitros ipth lot 1960: vitros ipth patient a result of 108.6 pg/ml versus the expected result of 45.6 pg/ml vitros ipth patient b result of 118.2 pg/ml versus the expected result of 59.8 pg/ml vitros ipth patient a result of 77.4 pg/ml versus the expected result of 44.2 pg/ml biorad l1 lot 88740 result of 74.9 pg/ml versus the expected result (baseline mean) of 47.6 pg/ml biorad l2 lot 88740 result of 1042.5 pg/ml versus the expected result (baseline mean) of 658.0 pg/ml biorad l3 lot 88740 result of 2173.9 pg/ml versus the expected result (baseline mean) of 1411.0 pg/ml vitros ipth lot 2000: vitros ipth patient 1 result of 358.0 pg/ml versus the expected result of 178.9 pg/ml vitros ipth patient 2 result of 205.4 pg/ml versus the expected result of 135.6 pg/ml vitros ipth patient 3 result of 165.6 pg/ml versus the expected result of 77.8 pg/ml vitros ipth patient 4 result of 98.6 pg/ml versus the expected result of 52.4 pg/ml vitros ipth patient 5 result of 119.9 pg/ml versus the expected result of 63.3 pg/ml vitros ipth patient 6 result of 77.4 pg/ml versus the expected result of 43.7 pg/ml vitros ipth patient 7 result of 46.4 pg/ml versus the expected result of 24.6 pg/ml vitros ipth patient 8 result of 148.0 pg/ml versus the expected result of 73.0 pg/ml vitros ipth patient 9 result of 106.2 pg/ml versus the expected result of 50.3 pg/ml vitros ipth patient 10 result of 89.8 pg/ml versus the expected result of 50.2 pg/ml vitros ipth lot 2010: vitros ipth patient 1 result of 345.5 pg/ml versus the expected result of 178.9 pg/ml vitros ipth patient 2 result of 193.5 pg/ml versus the expected result of 135.6 pg/ml vitros ipth patient 3 result of 159.1 pg/ml versus the expected result of 77.8 pg/ml vitros ipth patient 4 result of 92.7 pg/ml versus the expected result of 52.4 pg/ml vitros ipth patient 5 result of 111.5 pg/ml versus the expected result of 63.3 pg/ml vitros ipth patient 6 result of 72.9 pg/ml versus the expected result of 43.7 pg/ml vitros ipth patient 7 result of 43.2 pg/ml versus the expected result of 24.6 pg/ml vitros ipth patient 8 result of 144.6 pg/ml versus the expected result of 73.0 pg/ml vitros ipth patient 9 result of 102.4 pg/ml versus the expected result of 50.3 pg/ml vitros ipth patient 10 result of 86.3 pg/ml versus the expected result of 50.2 pg/ml vitros xt 7600 integrated system 76001558 (j2) vitros ipth lot 2000: vitros ipth patient 1 result of 337.2 pg/ml versus the expected result of 178.9 pg/ml vitros ipth patient 2 result of 196.0 pg/ml versus the expected result of 135.6 pg/ml vitros ipth patient 3 result of 158.7 pg/ml versus the expected result of 77.8 pg/ml vitros ipth patient 4 result of 94.2 pg/ml versus the expected result of 52.4 pg/ml vitros ipth patient 5 result of 114.9 pg/ml versus the expected result of 63.3 pg/ml vitros ipth patient 6 result of 74.9 pg/ml versus the expected result of 43.7 pg/ml vitros ipth patient 7 result of 45.6 pg/ml versus the expected result of 24.6 pg/ml vitros ipth patient 8 result of 139.5 pg/ml versus the expected result of 73.0 pg/ml vitros ipth patient 9 result of 101.2 pg/ml versus the expected result of 50.3 pg/ml vitros ipth patient 10 result of 86.9 pg/ml versus the expected result of 50.2 pg/ml vitros ipth lot 2010: vitros ipth patient 1 result of 324.5 pg/ml versus the expected result of 178.9 pg/ml vitros ipth patient 2 result of 195.2 pg/ml versus the expected result of 135.6 pg/ml vitros ipth patient 3 result of 155.6 pg/ml versus the expected result of 77.8 pg/ml vitros ipth patient 4 result of 93.0 pg/ml versus the expected result of 52.4 pg/ml vitros ipth patient 5 result of 114.4 pg/ml versus the expected result of 63.3 pg/ml vitros ipth patient 6 result of 75.0 pg/ml versus the expected result of 43.7 pg/ml vitros ipth patient 7 result of 44.2 pg/ml versus the expected result of 24.6 pg/ml vitros ipth patient 8 result of 141.8 pg/ml versus the expected result of 73.0 pg/ml vitros ipth patient 9 result of 101.3 pg/ml versus the expected result of 50.3 pg/ml vitros ipth patient 10 result of 88.4 pg/ml versus the expected result of 50.2 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros ipth results were obtained from patients, a patient correlation performed for troubleshooting purposes, as well as from a non-vitros biorad qc fluid. Higher than expected results were reported out of the laboratory and questioned by a physician. No treatment was stopped, started or altered based on the reported results, and no corrected reports were issued. There was no reported allegation of patient harm as a result of this event. This report is number two of seven mdrs for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained when processing multiple patient samples as well as three levels of non-vitros biorad liquichek specialty immunoassay control fluid using three lots of vitros ipth on two vitros xt 7600 integrated systems. The assignable cause of the event is unknown. Historical quality control results as well as results from the day of testing were in range for both analyzers across all three vitros ipth lots 1960, 2000 and 2010. The exception was for j1 vitros ipth lot 1960 in which higher than expected qc results were obtained for a single day, however expected results were obtained at a later run on the same day. Additionally, vitros ipth qc run by the customer was within expectation for all three lots on both j1 and j2. Lastly, a linearity fluid ordered by the customer and run on both j1 and j2 for troubleshooting purposes using vitros ipth lot 2010 produced results within expectation. Therefore, a vitros ipth reagent issue is not a likely contributor to the event. Service actions were performed to optimize j1 only, however as no service actions were completed on j2 and patient results were very similar between j1 and j2 across two different lots of vitros ipth prior to any service actions, it is unlikely that an analyzer issue with j1 contributed to the higher than expected vitros ipth results. Additionally, acceptable vitros ipth qc values were obtained on both j1 and j2, and acceptable linearity fluid results were obtained on j1 and j2 prior to any optimizations performed on j1. The tsc was unable to confirm with the customer the sample collection device manufacturer used that produced the higher than expected vitros ipth patient sample results, and the time and speed at which the samples were spun were not provided. Therefore, it is not possible to establish if the customer was following the sample collection device manufacturer's recommendation for sample centrifugation with the information provided. Improper pre-analytical sample handling could have contributed to this event. Per the vitros ipth instructions for use, intact pth is labile and susceptible to fragmentation. Correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage. Continual tracking and trending does not indicate a systemic issue with vitros ipth lots 1960, 2000 or 2010.

Event description:
Supplemental mdrs created to make correction for two patient results initially reported on incorrect ipth lot number. In addition, after additional information it was identified that one result does not meet reporting criteria. Also, making correction for patient c that was incorrectly labelled as patient a in initial MDR. Vitros xt 7600 integrated system (B)(6) (j1) vitros ipth lot 1960: vitros ipth patient a result of 108.6 pg/ml - does not meet criteria for reportable result vitros ipth patient b result of 118.2 pg/ml - moved to ipth lot 2000 (see below) vitros ipth patient a (should be c) result of 77.4 pg/ml - moved to ipth lot 2000 (see below) vitros ipth lot 2000: vitros ipth patient b result of 118.2 pg/ml versus the expected result of 59.8 pg/ml vitros ipth patient c result of 77.4 pg/ml versus the expected result of 44.2 pg/ml this report is number two of seven mdrs for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).